Event description:
Client's deceased. Received a "notice" from medtronic regarding the recall of "lot 8" quick-set infusion sets after her death on (B)(6) 2009. She was using one of the sets at the time of her death, for her diabetes mellitus, type I. The autopsy lists the cause of death as: "endocardial left ventricular fibroelastosis, possibly in association with cardia dysrhythmia and with diabetic ketoacidosis."